Event description:
It was reported that the patient came in feeling awful and "like the device was shut off". The patient was in heart block with a ventricular rate of 30 bpm, and there was no pacing. It was further reported that there was no output and that the battery "died". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.